Event description:
The customer reported that while using the hard paddles assembly during a patient incident, the defibrillation paddle plate fell off of one of the paddles. This issue did not impact patient care as the hospital crew quickly deployed the quik-combo therapy cable with the defibrillation electrodes and successfully continued patient care.

Manufacturer narrative:
(B)(4). The customer has ordered a replacement set of defibrillation hard paddles through physio-control. The device will be returned to service for use following receipt of the replacement hard paddles assembly. The device or the hard paddles assembly has not be returned to physio-control for evaluation.

Manufacturer narrative:
The customer returned the paddles assembly to physio-control for additional evaluation. During evaluation, it was observed that the adhesion between the silicon and the plastic body of the paddles was very poor. It appears that the silicon was not properly applied during assembly of the paddles assembly, which led to the separation of the paddle plate.